Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. Concomitant medical products: medical product: oxford ph3 cementless fem sz m, catalog #: 154926, lot #: 6472762, medical product: oxf uni cmntls tib sz d rm, catalog #: 166577, lot #: 6456382. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2020-00187, 3002806535-2020-00188. (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial right knee arthroplasty. Subsequently, due to a suspected infection the patient was revised to persona implants as temporary spacer.

Event description:
It was reported that a patient underwent an initial right knee arthroplasty. Subsequently, due to a suspected infection the patient was revised to persona implants as temporary spacer.

Manufacturer narrative:
(B)(4). This final / follow-up report is being submitted to make a correction. Updated d4: UDI: (B)(4).

Event description:
It was reported that a patient underwent an initial right knee arthroplasty. Subsequently, due to a suspected infection the patient was revised to persona implants as temporary spacer.

Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. G3: report source, foreign - event occurred in united kingdom. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2020-00187-1, 3002806535-2020-00188-1. A: patient information is not allowed by country regulations. D10: product has not been returned to zimmer biomet for investigation, because it is unavailable by hospital policy. As the product has not been received, the investigation was limited to the information provided; a review of device history records and complaint history. In addition, we have not been provided with any supporting documentation which could provide additional information. A review of the manufacturing history records confirms no abnormalities or deviations reported. A review of the complaint database over the last 3 years has found no similar complaints reported with these items 159576 and 166577, 1 similar complaint for 154926. No trend identified. Without the opportunity to examine the complaint product, root cause cannot be determined due to insufficient information. Risk assessment: regulatory assessment determines that the risk assessment remains within the acceptable limits identified in the risk management report. Occurrence: since no root cause can be determined from the information provided, occurrence has not been calculated no corrective or preventive actions are deemed necessary at this time. If any additional information becomes available, then the complaint will be reopened and investigated thorough.